Event description:
The customer reported erroneous complete blood count (cbc) results were generated on the coulter hmx hematology analyzer with autoloader for three patients. This report refers to one patient whose treatment was affected. The patient's sample was run on the instrument and produced an immature granulocyte suspect message. This message prompted a slide review and the sample was rerun per laboratory protocol on the same instrument. Upon rerun, the instrument generated false low white blood cell (wbc) count and hemoglobin (hgb) results. The erroneous results were reported from the laboratory. The (B)(6) at the site reported that the patient received a blood transfusion based on the results; the (B)(6) also reported that there was no medical injury associated with the transfusion and the patient will be notified. Upon discovery of erroneous results, all samples back to the last good quality control (qc) result that day were sent to an alternate laboratory for verification of results; the patient samples were tested on an unknown instrument and the results obtained are considered correct.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument and found the waste drain tubing from the white blood cell bath to be crimped. The fse replaced the tubing to ensure proper routing and noted proper fluid flow. The fse also performed start-up, reproducibility, and controls with results in range and with no noted errors. (B)(4).